Manufacturer narrative:
Device evaluation update: g3, g6, h6, and h11. Vyaire medical's field service team went onsite to evaluate the avea ventilator for the customer's reported issue. The o2 cell and re-calibrate a blender. Replace o2 cell and calibration a blender. All work performed in accordance with avea service manual revision g. Performed est and performance check all passed. Vent is operational and meets OEM specs. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical: respiratory therapist's brought the avea ventilator down to the biomed department due to high fio2 alarm. No patient involvement or harm.